Event description:
Customer experienced bleeding and pain after inserting the abbott diabetes care (adc) sensor. Customer was seen by a healthcare professional where the sensor insertion area was cauterized and they ¿put something unknown on it and wrapped it tight in bandages¿. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug , no failure modes were observed. Unable to perform further investigation due to no product returned. Therefore, issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced bleeding and pain after inserting the abbott diabetes care (adc) sensor. Customer was seen by a healthcare professional where the sensor insertion area was cauterized and they ¿put something unknown on it and wrapped it tight in bandages¿. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.